Manufacturer narrative:
One cadd solis hpca pump was received in used condition. Functional check, visual inspection and a review of the event history log were conducted. The pump had a flow rate of 28.20ml/h confirming under infusion. The cause of the issue was unable to be determined. The explusor was recalibrated to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump's delivery accuracy was still incorrect. There was no reported adverse event.